Event description:
It was reported that in anesthesia during the insertion, the user found that the j-tip of the swg was "folded," it was not in a u-shape. As a result, a new kit was opened and used without issue. It is not known if this caused a delay. However, there was no death or add'l complications to the pt as a result of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).